Manufacturer narrative:
The reported heat was duplicated. Upon disassembly, a visual inspection confirmed a lack of lube affecting the bearings. Lack of lubrication can limit the rotational properties of components, such as bearings, and may cause heat as noted in the risk documents. Lubrication can break down over time; however, cleaning habits can contribute. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.